Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the inflated cuffed leaked the air. The customer reported that there was no patient involvement.

Manufacturer narrative:
Additional information: evaluation summary: one sample was received. This product is used for treatment. Inflation/deflation test was performed to the cuff and it was observed the cuff deflated after few seconds. A visual inspection was performed and it was observed that there was a small cut present in the cuff. Product does not meet specification. The complaint mode was confirmed. Product disposition is unknown. Failure was isolated to cut and tear in cuff, however no root cause was determined. The device history record (DHR) was reviewed and no discrepancies were found. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.